Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip was loaded in closed condition during an operation. The user tried to load again outside the patient body, however, the same issue occurred. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Event description:
It was reported that the first clip was loaded in closed condition during an operation. The user tried to load again outside the patient body, however, the same issue occurred. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product auto endo5 ml lot # 73e1900520 was manufactured on 05/21/2019 a total of (B)(4) pieces. Lot was released on 05/24/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. A closed clip was also returned loose. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Four closed clips were found loose in the handle. The sample was received with 6 clips remaining in the channel, indicating that 9 clips were fired by the end user, including the 5 closed clips that were found loose. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Four closed clips were found loose in the handle. The sample was received with 6 clips remaining in the channel, indicating that 9 clips were fired by the end user, including the 5 closed clips that were found loose. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips loaded in closed condition" was confirmed based upon the sample received. One sample was returned with 6 clips remaining in the channel, indicating that 9 clips were fired by the end user, including the 5 closed clips that were found loose. Upon functional inspection, the clips were unable to load properly. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.